Manufacturer narrative:
Date sent to the FDA: 01/07/2008. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic hysterectomy, removal of fibroids, and morcellation of a leiomyoma in 2008. At the end of the case, when the morcellator trocar was removed, a burn was noted around the edges of the skin and subcutaneous fat. The burn site was excised and primarily closed. The surgeon opines that because the leiomyoma was very tough and the procedure was prolonged, the blade may have heated the sleeve of the device and caused the event. The post-operative course was uncomplicated, and the pt was sent home the next afternoon with no negative outcome to the pt.